Event description:
Procedure: lap distal pancreatectomy. According to the reporter: staples did not form. The staples looked like the legs were still straight, rather then bent into a b info. Another load was used and the same thing happened. The handle was saved, but the loads were not. Surgeon had to open the pt to repair the staple line. Another stapler was opened, and it worked fine. The procedure was converted from lap to open due to staples not forming properly. A new stapler was used to complete the procedure.

Manufacturer narrative:
.